Event description:
Consumer complaint of blood result reading of "lo". Reviewed the last 5 results in the meter memory: (B)(6) 2015 - 12:18am - lo, (B)(6) 2015 - 09:56p, - 121, (B)(6) 2015 - 07:51pm - 167, (B)(6) 2015 - 04:53pm - 234, (B)(6) 2015 - 1:31pm - 167. Customer is feeling well at this time and does not require any medical attention. Customer does not have the test strips available and unable to run any blood test. Customer stores strips in the kitchen. Customer does not know his expected range since he was recently diagnosed and the dr. Did not give him a specific range. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no detect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user has low glucose value.